Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 was not lock and drawers 3, 4, 5 was not unlock. The field service engineer (fse) found that the drawers were not communicating. The station was first powered off, and the bus cable was reseated, followed by a reboot. Once the application launched, the hardware still did not perform successfully, so the hardware was rebooted again and cfn admin was launched. The fse checked the network settings and observed that the network adapter for the drawers showed as cable disconnected. The hardware was rebooted once more, the e_drawer was opened, and all components on the comm sled were reseated. After powering the station back on and relaunching cfn admin, the fse identified an incorrect ip address for the drawers. The ip address was corrected, and the adapter was disabled and re_enabled. Following another reboot, the drawers successfully recovered. During hardware testing, drawer 2.1 intermittently failed. The fse removed the drawer and discovered a split in the latch sensor cable. The cable was replaced, the drawer was reinstalled into the cabinet, and the hardware was tested again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawers 2.1 and 2.2 would not lock, and drawers 3, 4, and 5 would not unlock. The customer attempted multiple recoveries and reboots. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.